Event description:
The device was used during a gastrectomy procedure. Reportedly, the anchor block broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.